Event description:
Healthcare professional reports a leak at the connection of the venous blood line to the venous end of the psn 150 dialyzer during the patient treatement. The connection was resecured and the treatment was continued without incident. No patient injury or medical intervention was required.